Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) (a135) was explanted when it reached end of life (eol) faster than expected. Also, at implant of the t125/119503 - there was noise on the right ventricular (rv) channel after shock on t during induction.